Manufacturer narrative:
Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that during a spinal fusion procedure the metal piece on the back ratcheting handle broke while being hammered. The surgeon continued the procedure with the used of a different handle instrument. There was no impact on patient outcome.